Event description:
The patient was hospitalized due to numbness and pain.

Event description:
The patient underwent an explant due to pain and numbness. See section h, number 6 for health code updates.